Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer condition;unable to talk to customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 95 to 125 mg/dl. The customer reported symptoms of light-headedness, thirst, and frequent urination. Medical attention is not reported as a result of the actual blood glucose results. The customer informed have not had any recent changes to diet, or exercise. The customer informed that has prescribe a pain medication (hydroco-aceto,325mg) recent. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 242 mg/dl and 215 mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 11/21/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for test result history (date / time not set): (B)(4). Adverse event not reported.